Manufacturer narrative:
Date of submission 17-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 11-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of short battery life. The alarm history showed a call service 177 (low battery) alarm due to normal battery wear. During a visual inspection of the pump, no damage was found to the battery compartment. The coin slot of the returned battery cap was observed to be damaged but no damage was observed to the threads. The battery cap was able to securely fasten to the pump but difficult to remove. During testing, the pump successfully completed the rewind, load, and prime steps without any power issues, reboots, or call service alarms. The pump¿s electrical draws were tested and found to be within required specifications. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a battery life issue was unable to be duplicated.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.